Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on despite multiple attempts to power and charge it using known working outlets and tandem charging equipment. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for customer to receive replacement tandem charging cable and wall adapter by two-day shipping, and was instructed to rely on multiple daily injections if pump battery depleted before replacement supplies arrived. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.